Event description:
It was reported that the physician could not insert the lead into the neurostimulator. The physician had to open another neurostimulator and lead to complete the procedure. There were no pt injuries.

Manufacturer narrative:
(B)(4).